Event description:
It was reported that a malfunction alarm occurred. The customer's blood glucose (bg) level was "high", although a specific value was not given. The customer administered a correction bolus via pump. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully.